Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned the application being deleted from their phone when going through an airport scanner. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files confirmed that the application was first started on 07jun2025. The logs showed that a basal program containing segments with a basal rate of 3.5 u/hour was created during first time start up. The active basal program was changed to one with a rate of 0.8 u/hour on 11jun2025. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. It could not be conclusively determined if a previous application version was deleted based on the available data. The system delivered insulin correctly based on the active basal program and building adaptivity. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient had been hospitalized for hypoglycemia. The patient reports their controller had lost the application after going though an airport scanner. Once the application was loaded again the patient had put an incorrect basal setting of 3.6 instead of 0.8. The patient reports when their blood glucose level was 120 mg/dl and they had not eaten so placed pod in manual mode. The patient reports they had lost consciousness and was given cardiopulmonary resuscitation (CPR). The patient had woken in the hospital with their blood glucose level of 27 mg/dl. The patients pod was removed and the patient was treated with intravenous fluids and glucagon. The patient was in the hospital for 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone17.2. Cgm sensor type: g6.